Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is unknown if the reprocessing was conducted in accordance with IFU. The event can be [detected/prevented] by following the instructions for use which state: inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the operational unit body had foreign objects, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, indication on scope connector was peeled, protector of universal cord on control section side had a scratch, forceps channel port was shaved, suction cylinder had a scratch, color ring had a crack, electrical connector had discoloration due to water leakage, water removal ability did not meet the standard value due to clogging of nozzle, adhesive on bending section cover had a white-clouded area, a crack, and a chip, plastic distal end cover had a dent, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter in the nozzle and foreign objects in the top cover. There were no reports of patient involvement.